Event description:
Related manufacturer reference number:2017865-2022-12637. It was reported that the right ventricle lead exhibited over-sensing noise. The right ventricle lead was explanted and replaced. During the procedure, it was noted that the right ventricle lead had not damaged and the physician alleged that there may be a problem with the pacemaker. Possible perforation of the screw part or air contamination of the lead connector part of the pacemaker but could not be confirmed by fluoroscopy. No patient consequences.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. During electrical testing the lead failed hi-pot test. Destructive analysis was performed and visual inspection found abrasion breaching the inner insulation underneath the direct suture tie impression abrasion at 11.4cm to 11.5cm from the connector pin. The cause of the reported event was isolated to the inner insulation abrasion.